Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with oversensing on the atrial lead. The lead was capped and replaced on (B)(6) 2019. No further information is available.

Event description:
New information received on (B)(4) 2019, indicates that the patient was stable before, during, and after the procedure.